Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6). Resubmission of initial report due to report code error.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an emergency procedure, the user reported that no x-ray was possible. The system was restarted several times before completing the procedure. There is no report of impact to the state of health of any patient or user involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. After start up, x-ray release was not possible and the data display (ddis) did not show the system positions and dose values. Log file analysis shows that x-ray was manually disabled and no x-ray could be released. After restarting the system, x-ray was manually disabled again. A few minutes later the user manually unblocked the x-ray. Additionally, the log file also shows that the loss of the connection between the system and ddis was indicated at the beginning of the patient procedure. In the case of the blocked radiation, the user did not follow the operator manual to unblock the radiation. The operator manual contains adequate instructions how to unblock radiation. The blocked state is visible on the examination control console (icon) and a warning message is displayed on ddis, live monitor and the control room monitor. In the case of the missing connection, the user is notified at the beginning of the procedure that an error has occurred. Dose values are also visible on the control room monitor and will be logged in the exam protocol (also part of the operator manual). The service employee found a loose ethernet connector on the ddis. If the connection is loose, no data can be transmitted to the display. After the ethernet cable was reconnected the system recovered. Following service activities the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.